Event description:
Customer reported that a patient sample was tested on provue using mts abd/rev gel cards. Review of batch listing indicated that the patient's rh result was negative. On (B)(6) 2013, new sample was collected from the patient and tested again on the same provue using a different lot of mts abd/rev gel cards and now the anti-d microwell is reacting (2+). Customer then repeated the initial sample from (B)(6) 2013, using the mts abd/rev gel cards used in the (B)(6) 2013 testing and the anti-d microwell is 2+ positive. Customer was not able to repeat testing using the initial lot of gel cards because lot was depleted. Customer also tested the sample collected on (B)(6) 2013 for anti- d using ortho anti-d reagent and the result was negative at immediate spin. However, customer did not test sample for weak d testing. Customer stated daily qc testing was performed and all results were acceptable. Customer provided two samples for testing. Testing of the samples sent from customer was performed on (B)(6) 2013. Customer did not return gel cards for further investigation. Testing was performed with retained lot of cards. The two customer samples did not react with the retained lot of cards. One of the two known weak d samples did not react with the retained lot of cards. Reactivity with another lot of gel cards was observed with these same four samples.

Manufacturer narrative:
Batch record review and complaint review were performed. Satisfactory results were observed. Customer was unable to return actual gel card since it was discarded, however, two samples were sent for investigation. Retained cards were tested with the samples. No reactivity was observed. (B)(4).